Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the operating room for a lead implant. During procedure, when the lead was positioned, poor sensing was noted. Physician attempted to reposition the lead two additional times. After the third attempt to reposition the lead, the helix would not deploy. Physician elected not to use this lead. A new lead was used and implanted without any difficulties. The patient was stable before, during, and after the procedure.

Event description:
New information received notes it is believed that the poor sensing in the r-waves was due to the patient¿s damaged heart from a previous heart attack and not due to a malfunction of the lead. It is suspected that the lead had helix extending problem.

Manufacturer narrative:
Analysis was normal. No anomalies were found.